Event description:
A healthcare facility in (B) (4), reported to our distributor, that the foam seal on the rt042l nasal mask separated from the mask base, when the pt scratched their face. No pt consequence was reported.

Manufacturer narrative:
Ps34196. The rt042l nasal mask was not returned to fisher & paykel healthcare for investigation. We have therefore based our eval on the event description and previous analysis of similar complaints. Results: the nasal mask has a hard plastic base with a silicone seal enclosing foam around the outer edge of the base, to seal onto the pt. It was reported that the silicone seal had detached from the mask base. Conclusion: without the device, we cannot conclude definitively the reason for seal separation in this event. The seal is held onto the base of the mask by a combination of silicone clips with an interference fit. To remove a properly fitted seal requires excessive force. It is likely that incorrect or poor assembly, by the operator on the production line contributed to a weak seal. We have initiated awareness training, to production line staff, to ensure our standard operating procedures are being followed correctly, and to prevent a recurrence of this event.